Event description:
It was reported to philips that the device's flexvision monitor needed to be replaced, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the flex vision monitor requires replacement. As per the source information, this complaint was opened for replacement of flex vision monitor. Philips contacted the customer and shared the quote for flex vision monitor. Quote was not accepted and rejected by the customer. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.